Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared and a connection error appeared on the monitor. The user moved the patient to another endoscopy. Olympus medical systems corp. (Omsc) was informed that a connecting cable of the device has broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that a connecting cable of the device has broken. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to a connecting cable of the device was broken by some cause.